Event description:
Patient was implanted with nail, blade and locking bolts on (B)(6) 2012. It was discovered on an unknown date the nail broke at the helical blade. Surgeon noted the patient has had cancer and it looked like the bone healed below the nail. The area that had the cancer radiation treatment was the area where the bone did not heal. The surgeon felt the non-union and the myeloma cancer were the cause. The nail blade and locking bolts were removed on (B)(6) 2012. Patient was revised to a new 12mm nail system. Surgeon is pleased with the results. During the procedure, the extraction hook kept slipping off the distal side of the nail delaying the procedure by approximately one hour. This is 2 of 5 reports for this event.

Manufacturer narrative:
Device used for treatment, not diagnosis. A review of the raw material device history record revealed this lot met all specifications with no anomalies noted. A review of the device history record revealed no complaint related anomalies. The investigation could not be completed; no conclusion could be drawn, as no product was received.